Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that the display of their device would turn black after a few minutes of operation. The device would not respond to any button presses and the batteries had to be removed in order to shut the device down. In this state, the device would not be able to provide therapy, if it were needed. There were no reports of patient use associated with the reported event.